Manufacturer narrative:
B.7 added information that was omitted from the initial report that was submitted. Stroke should not of been reported on the initial report that was submitted. D.9 added device returned and date as it was omitted from the initial report that was submitted. E.1 added zip code extension as it was omitted from the initial report that was submitted. E.4 added selection as it was omitted from the initial report that was submitted. H.11 the initial report should of stated that the device was returned for evaluation. Investigation summary: the pump was returned for investigation. Optical signal issue: the impella cp was returned for evaluation. Upon visual inspection, no biomaterial was present on returned pump. The pump passed laser continuity testing. The returned pump optical parameters were consistent with a damaged sensor face. Data logs were reviewed and long term log showed a sudden increase of placement signal to 3000 with a "placement signal not reliable" alarm. Real time log at time of alarms showed optical parameters at that time had sudden drop in signal to noise ratio, step down in contrast, increase in lamp, and slight increase in gain, all consistent with damage to optical sensor face. Clinical details noted that the peak signal to noise ratio alarm occurred when using a shockwave device during percutaneous coronary intervention procedure. The cause of the optical signal issue was due to a damaged sensor per returned product, data log analysis, and clinical details noting that shockwave was being used at time of alarm. The distance between the optical sensor and shockwave was unknown per the clinical details. Per impella cp instructions for use, "use with shockwave intravascular lithotripsy (ivl) catheter at a distance of less than 20 mm between the optical sensor and ivl device may interfere with or damage the impella optical sensor." Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered optical signal issues during impella cp support. The pump was placed without issues, however, during shockwave at start of procedure, the placement signal not reliable alarm went off. There were no issues with pump flow and no further information was mentioned on the signal issue.